Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue): the pump is not adjusting the total when the blood glucose is entered this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings:. The battery cap was returned with the pump. Using ezcarb feature, actual bg was set 100mg above the bgt. The adjustment was calculated to the correct amount (see attached photo). Investigators were unable to duplicate complaint of bg not adjusting correctly.